Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it is unknown what interventions were attempted to resolve the infection and the patient not receiving 50% or more symptom reduction. No further complications are anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient had their device explanted due to a wound infection at the implant site. There was not more than 50% symptom reduction for the patient. It was unknown what troubleshooting was performed and the cause was unknown. No further complications were reported/anticipated.